Event description:
It was reported that during transffer, patient fell out from the device. The fall was difficult to explain by the caregiver apparently, the fall started by the left leg which came out of the harness and the resident slipped on the ground. As a consequence of the event patient fractured her shoulder. On (B)(6) 2022 the patient passed away. Waitting for additional information related the event.